Event description:
Cardiac tamponade occurred during the procedure in combination with farapulse. There was no causal relationship with octaray. Physician's judgment on health hazard: non-serious (moderate/minor). Causal relationship with the product: unknown. The physician's opinions on the relationship between the event and the product (comments): the physician believes that there was no causal relationship with this bw product octaray. Were any abnormalities observed prior to use of the product?: none. Were any abnormalities observed during use of the product?: none. The complaint product(s) will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).